Event description:
It was reported that the device went into back up mode following an event that could not be identified. No type of medical procedure or electrical appliances immediately prior to the arrival of this safety mode. The physician keeps the situation under control via homemonitoring. Based on analysis results it was decided to report this event.

Manufacturer narrative:
Upon receipt, the device was interrogated, presenting the ICD in backup mode. The battery status of the device was bos. The memory content of the device was analyzed. The analysis revealed that the ICD automatically activated the backup mode, because it detected invalid memory content during an automatic signature check on october 10, 2023. In addition, the available device data confirmed that the ICD activated the safety backup mode twice, on september 27th and on october 9th, 2023, due to the detection of invalid memory content. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the ICD will activate the backup mode to ensure patient safety. The ability of the device to deliver therapies is not affected by the safety mechanism. In a next step, the device was reinitialized with a clinical programmer and subjected to a long term stress test at different temperature environment. Thereby, repeated invalid memory content was found, leading again to the automatic activation of the backup mode. During the tests the root cause could be narrowed down to a defect memory. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test, including multiple memory tests, proved the device functions to be as specified. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future